Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to a previously submitted report. Updated field: h11. Corrected statement: the device was returned to olympus for inspection, and the reportable malfunction was confirmed. The plastic distal end cover (c-cover) and the light guide lens were burnt.

Event description:
It was reported that the subject device caught on fire during surgery. Additional information was requested but no further details were provided. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrected data: h7. H9.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The camera cover of the distal end and the light guide lens were burnt. Based on the results of the investigation, it was determined the issues were attributed to environmental and degradation problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.